Manufacturer narrative:
The following products have been used in the surgery: part# 54740004525; lot# h13g3931; qty# 2 part# 54740005530; lot# h5489145; qty# 1 part# 54740005535; lot# h5397792; qty# 1 part# 54740005540; lot# h5512735; qty# 2 part# 54740005535; lot# h5262917; qty# 1 part# 54740005530; lot# h5517992; qty# 1 although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. G5: these parts are not approved for use in the united states; however a like device catalog # 54840004035, 510k # k091974, UDI# (B)(4) was cleared in the united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent glowing rod treatment at th3-4, l2-3 due to adolescent idiopathic scoliosis (ais). Post-op, the patient was moved to intensive care unit (ICU) due to massive bleeding. Intra-op there was less bleeding (250 ml) but post-op the bleeding (1150 ml) was increased. There was a lot of bleeding after wound closure and blood pressure was also dropped and the patient issue became less severe. There was no problem in the position of the screws. As per surgeon, the drain was the cause of the event. There was a delay of more than 60 minutes in overall procedure time as a result of this event.